Event description:
Information received by medtronic indicated that the customer removed the sensor and did not find the sensor cannula. Customer was not sure if it was inserted in the skin or fallen off. Customer received change sensor during the warm up. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.